Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that: "while checking through my set, I noticed the sterile seal was broken."